Event description:
It was reported by service report that the pt right fowler cylinder was leaking fluid onto the floor. The customer reported that they did not know if there was pt involvement, however, no adverse consequences were reported.